Manufacturer narrative:
The pump was returned to animas for evaluation. Review of the pump history indicates that the user replaced the battery following a replace battery alarm and continued to use the pump until (B)(6)2010. The battery in question was not returned with the pump. Evaluation found that pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating.

Event description:
It was reported that the pump and battery became hot to the touch.